Manufacturer narrative:
An event of thrombus and that "the braiding on the cable felt different" was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, an 18mm amplatzer cribriform septal occluder was selected for implant. During the procedure, when the dilator was withdrawn from the sheath, the physician noticed a thrombus. The physician proceeded to insert the delivery cable, and a second thrombus was seen on the distal disc when deployed. The case was abandoned and the patient was placed on anticoagulants and is being monitored. There were no adverse patient consequences.